Event description:
Caller reported that pump battery would not charge. There was no adverse impact to customer¿s blood glucose level, and it did not exceed 500 mg/dl. Customer attempted to resolve the issue using different charging methods, but these were unsuccessful. Technical support decided to replace the pump and instructed caller on how to return faulty device and ensure continued insulin delivery.